Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 analyzer generated high mean corpuscular volume (mcv) results for a single patient when compared to the rerun on a different instrument. There were no instrument-generated flags associated with this event. Data review indicated high hematocrit (hct), platelet (plt), and low mean corpuscular hemoglobin concentration (mchc) results in addition to the high mcv observed. The customer ran several other specimens on both instruments and no clinically significant differences were observed. Review of ten additional patient results provided for this investigation confirmed this observation. No erroneous results were reported out of the laboratory. There was death, injury or an effect to patient treatment. Customer confirmed there were no changes to blood chemistry for the patient.

Manufacturer narrative:
The specimen was drawn in 3ml edta. Controls were run before and after the event; results were within specifications. A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse found I-beam tubing associated with the rbc diluent dispenser was not fed through the pinch valve properly. The fse replaced the I-beam tubing and verified analyzer performance per established procedures. Failure mode of this event; tubing associated with rbc diluent dispenser was not fed through the pinch valve properly .